Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. Two samurai wires were inserted first without any problem. A 2.00 mm x 20 mm emerge¿ balloon catheter was selected for dilation. During insertion of the balloon into the guide catheter, a small kink was felt outside the hemo valve. The physician continued to push the balloon and when the tip of the balloon catheter was in the distal end of guide catheter, the physician could feel that the shaft of balloon broke inside the guide catheter. The catheter was pulled out and only the proximal part was removed. The shaft broke about 75 cm from the hub, in the aortic root area, and about 65 cm of the device remained inside the guide catheter. A 1.20 mm x 12 mm emerge¿ balloon catheter was inserted via the second samurai wire and the balloon was used to trap the distal end of the broken catheter along with both wires. All devices were removed together. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 77.7cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "do not continue to use the catheter if damage occurs or sterility is compromised during use". (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. Two samurai wires were inserted first without any problem. A 2.00mm x 20mm emerge balloon catheter was selected for dilation. During insertion of the balloon into the guide catheter, a small kink was felt outside the hemo valve. The physician continued to push the balloon and when the tip of the balloon catheter was in the distal end of guide catheter, the physician could feel that the shaft of balloon broke inside the guide catheter. The catheter was pulled out and only the proximal part was removed. The shaft broke about 75cm from the hub, in the aortic root area, and about 65cm of the device remained inside the guide catheter. A 1.20mm x 12mm emerge balloon catheter was inserted via the second samurai wire and the balloon was used to trap the distal end of the broken catheter along with both wires. All devices were removed together. No patient complications were reported and the patient's status was stable.